Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during platelet therapy at the infusion clinic. The device was infusing platelets at 323ml, infusion completed at 323, however, fluid remained. They added additional volume and the bag did not empty until 422ml. No additional information is available.

Manufacturer narrative:
Correction/additional information: additional information was received after the initial report was sent. B3: event date was ni and should be 02/03/2022. E4: reporter sent to the FDA was no should be yes. H10: the user facility submitted medwatch (B)(4) for this event. Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, flow accuracy verification testing for under infusion found the device failed with -20 %error percentage. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.